Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the leads "failed". No additional details were reported or are known. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.